Event description:
The customer stated, that she was in a car accident while driving home. The customer stated, that she had been experiencing low blood glucose levels for three days prior to the accident. The customer stated, that her blood glucose reading was 160 mg/dl prior to getting into her car that day. The customer's blood glucose reading dropped to 10 mg/dl, 45 minutes later. The customer felt that the accident was caused by the infusion sets, she was wearing at the time. Troubleshooting was performed, and the insulin pump passed the self test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.